Manufacturer narrative:
(B)(4). Vyaire third party service technician replaced the pressure module, flow sensor, lower interface module, pigtail cable assembly and 15k preventive maintenance kit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported displayed volume reading unstable on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.